Manufacturer narrative:
Per the technician's discussion with the user facility, he was able to determine that following the event, the facility relocated the table to the engineering inspection room. The facility's engineering department removed the table's power supply and began to complete the necessary repairs. While onsite, the technician was informed that a patient was not present on the table during the time of the event. The technician inspected the table and observed evidence of smoke damage on the power supply connector and evidence of fluid intrusion on the power supply. Based on the technician's inspection, it appears that one of screws nylon washers on the base cover was loose allowing fluid intrusion into the base of the table. The fluid intrusion caused the electrical components to short subsequently causing the reported event to occur. The table is not under steris service agreement for maintenance activities. The user facility's engineering department is responsible for all maintenance activities. The user facility has completed the necessary repairs and returned the table to service. No additional issues have been noted.

Event description:
A steris service technician was dispatched to the facility for another service activity when he was informed that a few weeks prior smoke was emitting from their 4085 surgical table.